Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No unexpected battery power loss anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 526 mg/dl. Customer stated that the insulin pump was not working. Customer stated that the insulin pump received compromised force sensor system. Customer reported that they were able to clear the alarm, however unable to complete rewind the insulin pump. Customer took insulin and blood glucose level went to 400 mg/dl and again treated with insulin by syringe. Customer stated that the blood glucose level went low to 48 mg/dl and customer ate something and it was 214 mg/dl. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.